Event description:
Large amount of blood backed up in lumen starting at y-site and over an inch distally, despite both lumens¿ clamps engaged. Registered nurse (rn) observed floor rn flush both needleless access points on lumen starting with the distal access point. Blood would not completely clear from lumen. Moderate amount of blood remains inside the lumen at the y-site. Nursing leader and patient's nurse notified. Patient's nurse verbalized she would change the needle.